Manufacturer narrative:
The pump was received with no button response due to a flattened esc, act, down and up buttons dome switch. Inspected the lcd connector and no unlocked connector was noted. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the button keypad anomaly. The pump passed the stop current test. No damage was found inside the pump. The pump had cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. The customer stated that all the buttons were not sensitive. No further details were given.